Event description:
On (B)(6) 2013, a mitral valve replacement (mvr) was performed and this 25 mm epic valve was implanted. On (B)(6) 2017, mild mitral regurgitation (mr) was observed through a routine follow-up echocardiogram. On (B)(6) 2017, the level of mr was confirmed to be grade 3. On (B)(6) 2017, a re-do mvr was performed and this valve was explanted. Upon explant, the valve was noted to be significantly covered with tissue. No pannus was observed on the valve. Furthermore as one of leaflets seemed to be slightly retracted, the coaptation of this valve became flawed which resulted in leakage. Reportedly, the sewing cuff was damaged during explant of the valve. A 27 mm carpentier-edwards perimount magna ease mitral heart valve was implanted. The patient has been in stable condition postoperatively.

Manufacturer narrative:
An event of mild mitral regurgitation was reported. Morphological and histopathological examination found marked circumferential fibrous pannus ingrowth on the inflow surface with commissural fusion and markedly limited cusp mobility, and fibrous pannus ingrowth also on the outflow surface of cusps 2 and 3. Retractions were found on cusps 2 and 3 and there was focal outflow thrombus on the base of cusps 1 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with pannus ingrowth.